Manufacturer narrative:
E1: patient city: (B)(4). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient went to the emergency room (ER) and was admitted to hospital at 10 pm and was discharged at 5 am due to low blood glucose levels. The blood glucose was 24 mg/dl and was given glucose and had an IV insulin drip (intravenous insulin infusion). He had a shoulder surgery on (B)(6) 2024.the patient changed the set on (B)(6) 2024 at 10 am. No further information available.